Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe plastipak 3ml s/su came with unreadable descriptions. This occurred on 3 occasions. The following information was provided by the initial reporter: unreadable descriptions (lot). The boxes came apparently intact and without any signal of wetting.